Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part #: 03.010.523, lot #: 1l98070, manufacturing site: werk bettlach, release to warehouse date: march 7, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap/threaded (part # 03.010.523, lot # 1l98070) was received at us customer quality (cq). Visual inspection of the complaint device showed the threaded distal tip broken off at the most proximal thread form and the broken tip was retained in the threaded portion of the mating device insert-handle hybrid. The driving cap had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. Device failure/defect identified? Yes dimensional inspection: drawing: -driving cap -dimensional tolerances specified dimensions: groove ø shaft ø measured dimensions: groove ø = conforming shaft ø = conforming document/specification review: connector for insertion handle: current and manufactured revisions no design issues or discrepancies were identified. Complaint confirmed? Yes. Conclusion: the complaint condition was confirmed for the driving cap/threaded. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date that the thread of the driving cap f/insertion handle broke off inside the insertion handle. There was a (5) minute surgical delay. The procedure was completed successfully with another instrument. Concomitant device: insert-handle hybrid (part#: 03.037.011, lot#: 3l86460, quantity: 1). This report is for (1) driving cap/threaded. This is report 1 of 1 for (B)(4).